Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (30 mg/dl) due to needing a basal rate setting adjustment. Customer addressed low bg by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider for future low bg events and for settings adjustment.